Event description:
The pump was returned for investigation. Investigation revealed that the text on the display screen was dim, fading and discolored. Evaluation also revealed that the battery compartment was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the text on the display screen was dim, fading and discolored. The contrast was increased to the maximum setting with little improvement observed. Evaluation also revealed that the battery compartment was cracked at opening of battery chamber extending down to the primary seal. Unrelated to the display issue, the audio bolus button cover and plug were found to be detached and missing from the pump, exposing the internal contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).